Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00304: head. 3025141-2017-00305: neck.

Event description:
An arh slide-loc radial head implant was implanted on (B)(6) 2015. At some point post operatively, the head/neck assembly dissociated. The implant was replaced with new arh slide-loc components on (B)(6) 2017.